Event description:
A customer reported to baxter (B)(4) of an extension set in which a health care professional observed the set got loose and dropped from an unknown administration set during administration of "phyxol" medication. The reported condition occurred during patient use. A patient was involved, but there is no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. A batch review cannot be performed since there was no lot number provided. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional information or samples become available, a follow-up report will be submitted.